Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. As the lot number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that after the intraocular lens (iol) was implanted in the left eye (os), there was improvement in quality of vision, however the patient experienced blurry vision and peripheral vision to the left not clear, day one post-operatively. The issue became more pronounced as time went on. At the one month post-op visit on sep 17, 2021, the patient explained it as a "blonde piece of hair" in the vision and when looking to the side sees a "flowery" type image. The patient also complained of glare at night, pain, and soreness that comes and goes and vision was not great. The patient¿s eye was still red, distance vision is good, up-close is blurry. Visual acuity uncorrected was 20/30 ¿ ¿os double lower than other¿; intraocular pressure (iop) 17/15. It was noted that there are some streaks and scratches in the lens temporally that seemed to be correlating with the patient¿s symptoms of glare. Sutures, which were pre-planned, were removed. The patient was offered the option for an iol exchange. The patient was using lubricating eye drops qhs os and was prescribed pf/vig qid, which was standard of care, and was told to return to the office in two to three months. At the office visit on nov 19, 2021, the vision was horrible and the patient was not happy about still seeing the lines in the vision. Visual acuity os was 20/30-2 without correction. Iop os 15. Slit lamp exam for the os was all normal. Fundus exam for os was normal with a 0.4 cup to disc. Irregular ellipsoid zone in os was observed. The patient was given a combination eye drop of prednisone, moxifloxacin, and nepafenac, which is standard of care after surgery. The patient will trial a +1.50 contact lens os for mono vision to see if the patient likes it and then decide whether or not to do an exchange for a monovision and a clearer lens. An explant and a vitrectomy was performed. The vitrectomy was a planned procedure with the lens exchange. There was no incision enlargement and no patient injury. No additional medical or surgical intervention was performed. There was no medical intervention prescribed that was outside of the standard of care. A non-johnson & johnson brand iol was implanted as a replacement. It was reported that the patient outcome is good. The device was discarded. No further information was provided. This event was initially report as a lens issue however additional information was received which reported that the doctor believes that the johnson & johnson cartridge may have caused the "streaks" damage to the intraocular lens (iol). It was noted that the scratches are on the back of the lens, which is consistent with a possible cartridge issue. The cartridge was discarded. No further information is available. This report is to capture the possible cartridge issue. MDR 3012236936-2022-01642 was submitted for the iol.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report. Also section d6a and d6b was inadvertently not explained in section h10 text in the initial report submitted. Therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section g4: combination product: no. Section h10 text should read: section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.